Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip exploded and melted at 35,663 joules. Also, it was reported that the melted part of the fiber had to be extracted from the pt's prostate. No pt injury to the bladder or prostate was reported. The device was not returned for eval.